Event description:
Alzheimer's [alzheimer's disease]. Case narrative: initial information received on 20-jan-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "(B)(6)". Patient ID: (B)(6); country: (B)(6). Study title: patient support program involving synvisc one. This case involves elderly female patient who experienced alzheimer's with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2014, the patient started using hylan g-f 20, sodium hyaluronate injection at a dose of 6 ml once (lot - u13021) for unknown indication. On an unknown date the patient was diagnosed with alzheimer's (dementia alzheimer's type) (unknown latency) after starting use of hylan g-f 20 and sodium hyaluronate. Reporter mentioned that his wife (patient) was in a home and is now in the hospital with alzheimer's. He said it has been a couple of years that she has it. The last injection we have on file is a synvisc-one injection on thursday, (B)(6) 2014. This event was assessed as medically significant and hospitalization. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (alzheimer's). At time of reporting, the outcome was not recovered /not resolved for the event alzheimer's. Reporter causality: related. Company causality: not reportable.

Event description:
Alzheimer's [alzheimer's disease]. Case narrative: initial information received on 20-jan-2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: canada study title: patient support program involving synvisc one. This case involves elderly female patient who experienced alzheimer's with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2014, the patient started using hylan g-f 20, sodium hyaluronate injection liquid (solution) (strength: 48 mg/ 6 ml) at a dose of 6 ml once (lot - u13021; expiry date: may-2016) for unknown indication. On an unknown date the patient was diagnosed with alzheimer's (dementia alzheimer's type) (unknown latency) after starting use of hylan g-f 20 and sodium hyaluronate. Reporter mentioned that his wife (patient) was in a home and is now in the hospital with alzheimer's. He said it has been a couple of years that she has it. The last injection we have on file is a synvisc-one injection on thursday, (B)(6) 2014. This event was assessed as medically significant and hospitalization. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (alzheimer's). At time of reporting, the outcome was not recovered / not resolved for the event alzheimer's. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 21-jan-2022 for product synvisc one. Batch number: u13021. Sample status: not received. The production and quality control documentation for lot u13021, expiration date may-2016 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot u13021 no CAPA (corrective and preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 27-jan-2022, a total of 44 complaints have been reported for lot # u1302 and all related sub-lots:8 complaints have been reported for lot # u1302: (2) detached luer-lok hub, (1) tip breakage, (1) leaky syringe (2 syringes), (2) adverse event reports, (1) tip breakage (1 syringe)/detached luer-lok hub (2 syringes) and (1) broken plunger rod/damaged lid/damaged tray (1 syringe). 34 complaints have been reported for lot # u13021: (33) adverse event reports and (1) detached luer-lok hub. 2complaints have been reported for lot # u13022: (1) adverse event report and (1) broken plunger rod. Sanofi would continue to monitor complaints as stated in sop (B)(4) product event handling to determine if a CAPA (corrective and preventive action) was required. Final investigation complete date: 28-jan-2022 with summary code related to manufacturing process. Reporter causality: related. Company causality: not reportable. Additional information was received on 28-jan-2022 from healthcare professional. Global ptc result, form and strength added. Text was amended accordingly.

Event description:
Alzheimer's [alzheimer's disease]. Case narrative: initial information received on (B)(6) 2022 regarding a solicited valid serious case received from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc one. This case involves elderly female patient who experienced alzheimer's with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2014, the patient started using hylan g-f 20, sodium hyaluronate injection liquid (solution) (strength: 48 mg/ 6 ml) at a dose of 6 ml once (lot - u13021; expiry date: may-2016) for unknown indication. On an unknown date the patient was diagnosed with alzheimer's (dementia alzheimer's type) (unknown latency) after starting use of hylan g-f 20 and sodium hyaluronate. Reporter mentioned that his wife (patient) was in a home and is now in the hospital with alzheimer's. He said it has been a couple of years that she has it. The last injection we have on file is a synvisc-one injection on thursday, (B)(6) 2014. This event was assessed as medically significant and hospitalization. Action taken: not applicable. It was not reported if the patient received a corrective treatment for the event (alzheimer's). At time of reporting, the outcome was not recovered / not resolved for the event alzheimer's. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2022 for product synvisc one. Batch number: u13021. Sample status: not received. The production and quality control documentation for lot u13021, expiration date may-2016 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot u13021 no CAPA (corrective and preventive action) is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of (B)(6) 2022, a total of (B)(4) complaints have been reported for lot # u1302 and all related sub-lots: (B)(4) complaints have been reported for lot # u1302: (B)(4) detached luer-lok hub, (B)(4 )tip breakage, (B)(4) leaky syringe ((B)(4)), (B)(4) adverse event reports, (B)(4) tip breakage ((B)(4)) / detached luer-lok hub ((B)(4) syringes) and (B)(4) broken plunger rod/damaged lid/damaged tray ((B)(4) syringe). (B)(4) complaints have been reported for lot # u13021: (33) adverse event reports and (1) detached luer-lok hub. 2complaints have been reported for lot # u13022: (1) adverse event report and (1) broken plunger rod. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA (corrective and preventive action) was required. Final investigation complete date: 28-jan-2022 with summary code related to manufacturing process. Reporter causality: not reported company causality: not reportable additional information was received on 28-jan-2022 from healthcare professional. Global ptc result, form and strength added. Text was amended accordingly. Based on information previously received, the following information [reporter causality have been updated from related to not reported] via amendment. Local comments: *downgrade*.